Event description:
Manufacturer representative reported the drug delivery system was explanted due to infection. The exact date of explant was not known. Additional information received from the hcp indicates the patient presented with signs of infection including fever and redness over the device pocket. A culture was obtained which produced staph growth. The patient did not have meningitis. Perioperative antibiotics were administered. The patient was treated with IV antibiotics and total device system explant. The infection has resolved. The hcp reports the patient exhibited signs of drug withdrawal (spasms) after removal of the device system. Risk factors for this patient include debilitated status and decubitus ulcers.